Manufacturer narrative:
Model number field (d4) in section d, suspect medical device. Catalog number field (d4) in section d, suspect medical device. This report is being filed due to an update with the evaluation method, results and conclusion codes.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out of range system impedance measurements. X-ray imaging were performed. Technical services (ts) was consulted and reviewed stored data as well as x-ray images. X-ray images did not show any issues. A revision was performed and some damage was observed on the electrode when examined. There were difficulties removing the electrode, so it was damaged during the process. The s-ICD system was explanted. A new device was implanted. No additional adverse patient effects were reported. This product has not been returned for analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out of range system impedance measurements. X-ray imaging were performed. Technical services (ts) was consulted and reviewed stored data as well as x-ray images. X-ray images did not show any issues. A revision was performed and some damage was observed on the electrode when examined. There were difficulties removing the electrode, so it was damaged during the process. The s-ICD system was explanted. A new device was implanted. No additional adverse patient effects were reported. This product has not been returned for analysis.

Manufacturer narrative:
Corrected fields: model number field (d4) in section d, suspect medical device. Catalog number field (d4) in section d, suspect medical device.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out of range system impedance measurements. X-ray imaging were performed. Technical services (ts) was consulted and reviewed stored data as well as x-ray images. X-ray images did not show any issues. A revision was performed and some damage was observed on the electrode when examined. There were difficulties removing the electrode, so it was damaged during the process. The s-ICD system was explanted. A new device was implanted. No additional adverse patient effects were reported. This product has not been returned for analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out of range system impedance measurements. X-ray imaging were performed. Technical services (ts) was consulted and reviewed stored data as well as x-ray images. X-ray images did not show any issues. A revision was performed and some damage was observed on the electrode when examined. There were difficulties removing the electrode, so it was damaged during the process. The s-ICD system was explanted. A new device was implanted. No additional adverse patient effects were reported. This product has not been returned for analysis.

Manufacturer narrative:
Corrected fields: model number field (d4) in section d, suspect medical device. Catalog number field (d4) in section d, suspect medical device. This report is being filed due to an update with the evaluation method, results and conclusion codes. Corrected fields: MFR site address 1 field (g1) in section g, all manufacturers. MFR site city field (g1) in section g, all manufacturers. MFR site zip/post code field (g1) in section g, all manufacturers.